Event description:
On (B)(6) 2016 lfc (hcp): additional information was received from a healthcare professional (hcp). It was reported that the patient denied any symptoms related to the empty pump and missed refill. As an intervention to the empty pump, the pump was refilled on (B)(6) 2016. The empty pump and missed refill had been resolved.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 20mg/ml at 4.452mg/day and dilaudid 30mg/ml at 6.679mg/day via an implantable pump. The indication for use was spinal pain. The healthcare provider reported an empty pump alarm was occurring. Per the healthcare provider the patient missed their refill as the patient never called to schedule a refill appointment. The healthcare provider tried to get in touch with the patient several times and was never able to. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.